Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top and bottom covers. Also, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently. The device passed some of the electrical tests performed. The device passed mechanical tests performed. Electrical troubleshooting performed revealed a short between the power node and electrode ground case, and a short between the voltage ground and electrode ground case inside the analog chip. The failure of this device is attributed to a short from the power node to electrode ground case and the voltage ground and electrode ground case at the analog chip. It is believed that the electrostatic discharge (esd) lead to an overload voltage, damaging structures on the electrode ground case inside the analog chip integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.